Event description:
A malfunction alarm identified as malf 9 was reported, and technical support assisted the customer with resetting the pump. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer was advised to continue using the pump and to call back if any malfunction code recurred, and they acknowledged and understood these instructions.